Event description:
It was reported that the patient was unable to use their cordless telephone due to suspected interferance from the pace maker. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.